Event description:
The dr was attempting to utilize this device on a pt diagnosed with hepatitis c. He noted the coil was exiting the distal end of the cartridge upon removal from the package. The dr attempted to reinsert the coil into the cartridge. However, during this maneuver, he stuck his finger with the distal tip of the shipping stylet. The physician subsequently had to have blood testing done.